Event description:
It was reported that occlusion alarms occurred. The occlusion issue caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor displaying "high." To address the high blood glucose level, the customer administered a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge before resuming insulin. There was no need for third-party assistance, although the caller reported experiencing frequent occlusion issues and requested additional follow-up for further assistance.